Event description:
A consumer reported that five weeks following intraocular (iol) implant surgery, he is experiencing slightly blurry vision. The consumer reported that his surgeon had told him to wait. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. (B)(4).